Event description:
(B)(6) called in to tech to trouble shoot shaking issue. The chair shakes, the motor is vibrating per (B)(6). Dealer to measure voltage going into the controller and call back. The provider states the chair moves erratically. He states it jerked like crazy, its unpredictable and it quivers. He states he recently replaced both motors 7857hf.